Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchofibervideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Updated: b5, d4, d8, h2, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the device evaluation and the final investigation. The cds processes was not provided by the customer, and we were not able to correlate any possible lapses in reprocessing regarding the validated procedure described in the IFU with product status. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus hmi results are br-1: negative. Without the cds information from the customer, we are not able to correlate any possible lapses in reprocessing regarding the validated procedure described in the IFU with product status. Additionally, due to the identification of pseudomonas aeruginosa, water quality on site should be checked. After reprocessing by oly, the hmi results could not confirm customer findings. However, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.